Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate fingersticks, and got results of 29 and 51 mg/dl. She did not have any symptoms. A control solution test, using strips opened more than three months, resulted in 175 (89-133). Rptr retested using new strips and was in range 122 (89-133).